Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found the top cover, front enclosure, bottom enclosure and battery lock to all be damaged and the lcd display to have missing pixels. The physical damages found during visual inspection are unrelated to the reported complaint. The platform was unable to undergo initial functional testing as it exhibited a "system error - out of service" (fault code136 - internal parameter corrupted) message upon power on. A review of the platform's archive was performed and found that no anomalies or errors occurred on the reported event date of 01/15/2015. However, the archive did find that the platform exhibited fault 136 on 01/13/2015. The processor pca assembly was replaced to remedy the fault 136. All damages noted during the visual inspection were repaired. The platform then underwent and passed all final functional testing. In summary, the customer's reported complaint of the platform displaying a "system error - out of service" message upon power up during a training class was confirmed upon initial functional testing and through review of the platform's archive. It was determined that the system error message that the customer saw was caused by the platform experiencing a fault code 136. The root cause of fault code136 was determined to be a defective processor pca assembly. The processor pca assembly was replaced, remedying the fault code.

Event description:
It was reported that during a training class, the autopulse platform displayed a "system error - out of service" message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/22/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.